Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of a procedure to treat an atrial tachycardia, an intellanav stablepoint open-irrigated catheter was selected for use. Flow rate during flushing 60ml/min. It was noticed that the catheter luer was damaged/detached and the flush connector was leaking. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. The catheter is in transit to boston scientific.

Event description:
It was reported that during the preparation of a procedure to treat an atrial tachycardia, an intellanav stablepoint open-irrigated catheter was selected for use. Flow rate during flushing 60ml/min. It was noticed that the catheter luer was damaged/detached and the flush connector was leaking. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. The catheter was returned to boston scientific.

Manufacturer narrative:
Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, it was found that the device has the irrigation tube completely detached from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations of tubing set fluid leak and tubing set damaged/defective.